Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had stimulation perception only on the right leg and abdomen. The device diagnosis was lead migration/dislodgement. There was stimulation sensation only at abdomen and right leg. Diagnostic methods included imaging which showed electrode deviation to the right. The event was related to the device or therapy and possibly related to the implant procedure. The etiology was noted as lead and implantable neurostimulator (ins). The event resulted in prolongation of existing hospitalization. Actions taken as a result of the event included repositioning. The event was ongoing.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The healthcare professional of the clinical study reported the lead migrated/dislodged. The patient was only receiving stimulation sensation at abdomen and right leg. Imaging was done and confirmed electrode deviation to the right. The lead was repositioned as an intervention on (B)(6) 2016. The event also resulted in in-patient hospitalization or prolongation of existing hospitalization. The event is ongoing and the etiology was due to the lead. The event was related to the device or therapy and possibly related to the implant procedure. Patient indication for use was unknown.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that it was expected that the patient felt the stimulation at lower and upper limbs because the patient had neuropathic pain at extremities. There was no pain coverage.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.